Event description:
It was reported that in clinic high thresholds were observed due to possible insulation breach. The lead was capped and replaced. The patient was stable prior, during and after the procedure.